Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited a high, out-of-range shock impedance measurement. An alert was issued in the patient's remote monitoring system for this measurement.

Manufacturer narrative:
The field representative spoke with the clinic. It was decided to observe for the moment. No in-clinic follow-up was planned and a remote follow-up was scheduled in one month to re-evaluate. It was reported that shock impedance measurements had been between 95-117 ohms. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.